Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the cecum during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop became embedded in the patient's tissue and was difficult to remove. It was also noted that the power settings operated initially, however it stopped functioning after the snare loop became stuck. The embedded device was successfully removed without additional intervention. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used in the cecum during a colonoscopy with polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare loop became embedded in the patient's tissue and was difficult to remove. It was also noted that the power settings operated initially, however it stopped functioning after the snare loop became stuck. The embedded device was successfully removed without additional intervention. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Analysis of the returned device revealed that the device does not have any visible failures. The loop extends and retracts with no problems. In addition, the result of the electrical test found that the device was within specifications. After analysis it was determined that the device did not present any visual issue and it worked as intended. Based on the information available and the analysis performed, the most probable root cause classification is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.